Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported. An advisory communication was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.